Event description:
Rptr has difficulty sleeping; dry mouth; dry eyes; memory loss; grand-mal seizures (1992); hypereflexia at knees (1990); positive babinski 8/95; breast pain; spatial disorientation; painful joints; discoid rash; myositis; dysphagia; abnormal emg in 1988; loss of balance; numbness; tingling; shortness of breath; hair loss; tachycardia; canker sores; raynaud's syndrome; and ringing in ears.